Event description:
Customer called lfs in 2002 to report customer's ot basic meter was giving inaccurately low readings. The call was documented. Per casepoint questions: "no symptoms. Customer went to the doctor and was treated. Comparison done between ot basic 46mg/dl and precision meter 176 mg/dl."